Event description:
International affiliate has informed us of an event that air leakage was reported in use after two hrs in use. The unit was pretested per the instructions for use. No adverse outcome. Event occurred in a foreign country.